Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the drive support cap sticks out and catches on the customer's clothes. The customer's blood glucose level was unknown. It was noted in troubleshooting that the drive support cap was loose. The caller was advised to have the customer discontinue use of the device and revert to a back-up plan. The caller was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window. The drive support disk was inspected and no anomaly was noted.